Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: accolade hip stem; cat# unknown; lot# unknown. Lfit femoral head; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a right total hip arthroplasty in 2011 and was implanted with a stryker hip system. Allegedly in or around 2016 the patient began to experience pain in both hips. Allegedly the patient at times is unable to walk and requires the use of walking devices. Due to the patient's age he is unable to have revision surgery.